Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro, they reported that the tip of the hemopro jaws broke off halfway during the ligation phase. The tip was retrieved from the body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/10/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood on the tool jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled away from the base of the cold jaw to the center of the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the investigation, the reported failure "failure to cut" was not confirmed, but was confirmed for the reported failure "peeled" as well as for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, they reported that the tip of the hemopro jaws broke off halfway and would not cauterize during the ligation phase. The tip was retrieved from the body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.